Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Backflow condition confirmed. Device's fill-port cap was removed and an instant back-flow was observed at the fill-port. The sample was subsequently disassembled for examination. As a result, a white particulate matter was found under the check-band which evidently had caused the back-flow condition. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare that one (1) ce intermate lv100 device was observed backflowing from the fill port cap during filling. The device was being filled with normal saline. Roughly 50ml of solution was able to be filled before this was observed. There is no patient involvement. No additional information is available.